Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally it was reported that the pump battery could not be charged also it was reported that the pump shut off unexpectedly. Blood glucose was not impacted. Reportedly, the customer had manual injections available as alternate insulin therapy until replacement pump arrives.